Manufacturer narrative:
It was reported that right hip revision surgery was performed on bilateral patient. During the revision, the hemi head and modular sleeve were removed. The bhr cup and stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the head, cup, sleeve and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the head and stem. Similar complaints have been identified for the bhr cup and modular sleeve. This will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. Based on the information provided, the reported intraoperative findings of fluid, osteolysis and elevated metal ion levels may be consistent with findings associated with metal debris. It cannot be determined to what extent the patient¿s fall and reported pelvic fracture had on his pain and clinical status. Without supporting post-primary and pre-revision radiographic images, and/or the analysis of the explanted components, the source of the reported findings cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the revision and expected post-operative healing/pain cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that right hip revision surgery was performed on a bilateral patient. During the revision, the hemi head & modular sleeve were removed. The acetabular cup & stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the cup, head + sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the head. Similar complaints have been identified for the cup + sleeve and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. It cannot be determined to what extent the patients fall and reported ¿fracture in his pelvis¿ had on his pain and clinical status. Although the cobalt and chromium levels were reported to be elevated, neither the levels nor the lab reports were provided. The reported elevated cobalt and chromium levels and the intraoperative findings of tissue reaction and osteolysis may be consistent with findings associated with metallosis; however, without the supporting lab results, imaging, and the analysis of the explanted components, the root cause of the reported reactions cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that the patient presented for examination of painful fluid collection around his right hip. Following blood work that confirmed elevated levels of cobalt and chromium. Revision surgery was performed. Femoral head (both hips) removed. Bilateral patient, see MDR 3005975929-2019-00124 for left side.